Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "capsular contraction". Later healthcare proffesional confirm the right side "possible rupture" and "baker grade as iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and capsular contracture capsule was received on april 06,2026, with lot number 2511713. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed broken device through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "capsular contraction". Later healthcare professional confirm the right side "possible rupture" and "baker grade as iii". This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted. Unknown if device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, bake grade iii.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii.